Event description:
The facility's biomed engineering department reported the pump "was turning on by itself" during routine testing. According to biomed engineer, there is no record of any patient incident involving the device. No patient injury has been reported.